Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Our field service engineer investigated the ventilator and replaced the additional parts, the expiratory channel, inspiratory and expiratory pressure transducers, monitoring, including battery, o2 gas module and the air gas module. No more information was provided and no further issues has been reported. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).